Manufacturer narrative:
Device not returned.

Event description:
Reportedly, it was noted on setup before use (not setup on a patient) that there was a foreign material in drip chamber. Appears to be plastic like.